Event description:
In 2008, rer stated the bed functions do not work, no injury or incident reported. Eight days later, sum - rep returned call advising the pt pendant was damaged and causing other controls not to work. He disconnected the pendant and now the bed functions and is back in service.